Manufacturer narrative:
Additional information: b5, b6. B5: upon follow-up, it was reported that the patient has recovered from the events, and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1000gm, every 3rd day, intraperitoneal, ongoing) and ceftazidime injection (1000mg, once daily, intraperitoneal, ongoing) for peritonitis. Two days after the event onset, the patient was recovered from cloudy pd fluid and was still recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.